Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaws separated from the instrument during use and had to be replaced to complete the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Specs of blood was observed on the harvesting tool handle. A visual inspection determined that the heater wire was detached at the tip of the hot jaw. The wire remained attached at the base of the jaws. Tissue and char buildup was observed on the jaws. No other visual defects were observed. Based on the returned condition of the device the complaint was confirmed for the reported failure ¿bent wire¿. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield jaws separated from the instrument during use and had to be replaced to complete the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.